Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 230 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the infusion set site appeared to be related to the occlusion; however, the customer was to use a cartridge from another box. On (B)(6) 2016, after using the new cartridge, the customer reported that no additional occlusions had been received.